Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unspecified procedure. Reportedly, the device would not flush during preparation. It was continued to be used for closure; however, the device could not be loaded onto the guide wire. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 ¿ failure to follow steps/instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to flush was not confirmed as the returned device was successfully flushed. The reported difficulty inserting the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, a proxy .038inch guide wire was backloaded through the sheath without resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device would not flush during preparation. It was continued to be used for closure. It should be noted that the electronic perclose proglide instructions for use (eifu), states: verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker lumen is not patent. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.